Event description:
On 03apr2019, additional information was received which indicated that during the procedure the device was placed in the right kidney of the patient. The tube was being deployed to drain urine and was connected to a drainage bag. The suture lock was "not touched" and the patient was free moving. It is unknown any force was exerted on the catheter which potentially contributed to the reported event.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d10 that complaint device was received for evaluation on 26feb2019. The investigation is ongoing. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The visual inspection of the complaint device. The complainant returned one catheter in a used and damaged condition to cook for investigation. We measured device attributes and found them all to be within manufacturing specifications. We conducted a leak test and were able to confirm the presence of a leak between the catheter tubing and connector cap. We conducted tug and twist tests and confirmed the proximal assembly was secure. Investigators could recreate the reported failure mode. The device did leak, but it was not out of specification for any of the attributes measured. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, cook has concluded that inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. Additionally, cook completed a review of the device history record of both potential lots and similar device lots and found relevant non-conformances in two similar device lots; the entire lots were inspected and all non-conforming product was scrapped or reworked. Relevant non-conformances were also found in a mac-loc component lot; the entire lot was inspected and all non-conforming product was scrapped. Cook conducted a review of complaints from the same lots and found no other reported complaints associated with the lots. Because all relevant non-conforming product (potentially in the device lot) was scrapped, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and there are no other lot-related complaints that have been received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook reviewed the design history file for the complaint device and relevant studies covering hub leakage in representative mac-loc catheters were reviewed. All test articles met the acceptance criterion and none leaked when tested. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Lot #-unknown. The complaint device lot information was reported as either "9343337 or 9323526". Concomitant medical products: accustick, 0.035 terumo glidewire, 4x65 berenstein catheter, merit drainage depo bag. Occupation: unknown. Reported to regulatory agency: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane cope nephroureterectomy set, "was placed on (B)(6) 2019 in male patient (dob (B)(6)). 24 hours after initial placement, leaking was noticed on right side¿s mac-loc hub. An ostomy bag was placed over the drain until the patient could come in for a replacement." As reported, no issues were noted before or during the procedure. Other concomitant products used during the procedure included, "accustick, 0.035 terumo glidewire, 4x65 berenstein catheter, merit drainage depo bag." No other adverse effects were reported for this incident. The complaint device is being archived at the user facility to aid in the investigation. Additional information regarding the event and patient outcome has been requested but is currently unavailable.